Manufacturer narrative:
A correction for 2955842-2025-05732 ¿ 01 as field g3 should have been 03/14/2025 instead of 03/20/2025. The probable root cause may be attributed to a defective endoscope.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was hysterectomy procedure was performed. There were two images that were not orientated the same in each different eye one was up, and one was down. One image was inverted and endoscope moved freely. It was 0-degree endoscope was installed at the time of event. The image orientation was provided to the user via user interface. The endoscope was attached to the adapter base. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that replacing the endoscope resolved the issue. The system was verified and ready to use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to starting the da vinci-assisted hysterectomy surgical procedure, the surgeon side console (ssc) left eye image was upside down and right eye was normal. The technical support engineer (tse) noted system was not connected to the network and the issue was related to network settings on customer side. Tse requested to power cycle system, but system displayed an error at startup. Site recovered from fault without noting the error code, except that it started with number 4. Image issue persisted after error recovery. Tse requested to replace endoscope with another one, and new endoscope was installed and surgeon checked image and was back to normal on both ssc eyes with new endoscope. The procedure was completing as planned with no reported injury.